Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: the complaint product is not available to return for investigation. The customer retaining the product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a spine revision surgery, the head of the verse screws did not become poliaxial, and the screwdriver could not be inserted to take out the screws. The locking screws and rods were removed. Another instrument was used to remove to remove the screws. There was a surgical delay of twenty (20) minutes. No fragments were generated. The procedure was completed successfully. There were no consequences to the patient. Concomitant device reported: rods (part number unknown, lot unknown, quantity unknown), locking screw/ set screw (part number unknown, lot unknown, quantity unknown), 5.5 exp verse screw 6.0 x 45 (part number 199721645, lot 269766, quantity 3), 5.5 exp verse screw 6.0 x 45 (part number 199721645, lot 218140, quantity 1), 5.5 exp verse screw 6.0 x 45 (part number 199721645, lot 240964, quantity 1), 5.5 exp verse screw 6.0 x 45 (part number 199721645, lot 226103, quantity 1), 5.5 exp verse screw 6.0 x 45 (part number 199721645, lot 256371, quantity 1). This report involves one (1) unknown screwdriver. This is report 1 of 8 for (B)(4).